Event description:
After an implantation period of approximately 82 months it was reported that the patient received inappropriate shock due to oversensing in the ventricular channel. The lead was replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 10 november 2021 and 14 december 2021 recorded the rv pacing impedance between 650 and 710 ohms, before in the end of the recorded period the impedance abruptly rose onto 1,220 ohms. The rv pacing threshold was initially recorded at 0.8 v, before it abruptly rose in the end of the recorded period onto 1.7 v. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as an inappropriate shock and an inappropriate atp therapy as well as inappropriate ICD charging cycles. The analysis of the provided fluoroscopic images showed the lead implanted with a lot of slack and an externalized conductor cable in the region of the tricuspid valve. Should additional information or the device itself become available for analysis, the investigation will be updated.